Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons had to press harder. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump display had scratches and battery cap striped. The insulin pump had slower rewind. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device passed displacement test, rewind and self test. No unexpected rewind anomalies noted. Device received with stripped battery cap coin slot(p). Device received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).